Manufacturer narrative:
The device was received fully deployed with the slide retract fully retracted. The device needle mechanism was reset and redeployed as intended. The e-seal was inspected and no damages or defects were observed. There were no damages or defects that would indicate any failure to deploy. The soft cannula was observed to be stretched and measured out of specification at 1.45 inches. Fluid flowed freely through the entire fluid path though the soft cannula was stretched. No blockages or leaks were observed. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. This damage to the soft cannula did not contribute to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.